Manufacturer narrative:
Qn# (B)(4). Facility indicates cause of death as: community acquired pneumonia with septic shock, acute kidney injury and respiratory failure status post inotropic agent support, endotracheal tube intubation and continuous venous hemofiltration therapy. The patient expired 28 hours after insertion of the device.

Event description:
The customer reports that the swg (spring wire guide) kinked during use. Note: during use on a patient and according to the hospital information, the patient's death has "no" relation with the device.

Manufacturer narrative:
(B)(4). The customer returned one guide wire (swg) for evaluation. The guide wire contained obvious signs of use in the form of biological material. Visual analysis revealed several kinks/bends along the guide wire body. The distal j-bend also appeared slightly misshapen. Microscopic examination confirmed the distal and proximal welds were fully formed and intact. The prominent kinks in the guide wire were located 395, 415, and 475 mm from the proximal end. The total length of the guide wire measured to be 685 mm which is within specifications of 678-688 mm per product drawing. The outer diameter of the guide wire measured to be 0.849 mm which is within specifications of 0.838-0.877 mm per product drawing. No dimensional issues were found. The returned guide wire was passed through a lab inventory ars/introducer needle assembly. Significant resistance was encountered at the kinks; however, the undamaged portions were able to advance with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed numerous kinks along the body of the guide wire. The guide wire met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use. Note: during use on a patient and according to the hospital information, the patient's death has "no" relation with the device.